Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised the needle protrudes form a properly seated lancet drum out of the end cap. No adverse event. The lancing device is being returned, replaced.